Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient was revised on (B)(6) 2012, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur.¿ number 6 states, ¿inadequate range of motion.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ number 14 ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01641 and 1825034-2014-00861 / -00863).

Event description:
Legal counsel for the patient alleges that patient underwent right m2a hip arthroplasty on (B)(6), 2007. Subsequently, it is alleged that patient was revised on (B)(6), 2012. Patient's legal counsel reports allegations of pain, dysfunction, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion level, and loss of range of motion and mobility. Legal counsel further reports that during the revision surgery, the cup was found to be loose. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent right m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient was revised on (B)(6) 2012. Patient's legal counsel reports allegations of pain, dysfunction, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion level, and loss of range of motion and mobility. Legal counsel further reports that during the revision surgery, the cup was found to be loose. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 right hip revision operative report noted the revision was due to pain and a loose acetabular cup. Operative further noted the presence of clear fluid, scar tissue, a loose cup and a fibrous membrane. The modular head, taper adapter and acetabular cup were removed and replaced.